Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed external ram crc error and unexpected restart. The customer¿s blood glucose level was reportedly high of 19 mmol/l at the time of the incident. The insulin pump is not expected to be returned for analysis.

Manufacturer narrative:
No unexpected external ram crc error or unexpected restart error alarms noted during testing. No unexpected pump restarts or reset time/date anomaly noted. Unit was received with normal operating currents. Also passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, stained address/serial number label and missing end cap sticker.